Event description:
It was reported that patient underwent total knee arthroplasty utilizing a signature knee guide on (B)(6) 2010. During the procedure, the surgeon noted that the femoral guide did not fit. The guide had good bone contact on the lateral femur and also in the trochlea and anterior, but on the medial side there was a gap of about 3mm. The procedure was completed using standard instrumentation and no delay was incurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot had no recorded anomaly or deviation. Although the guides were not returned for evaluation, the contract manufacturer/supplier reviewed planning records and MRI images. Review of the MRI images revealed over segmentation on the distal side of the femur due to an area of damaged cartilage. This report submitted october 7, 2010.